Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin delivery.